Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran service methods and found that the reagent probe 1 (r1) and the reagent probe 2 (r2) were misaligned. The cse performed a bottom of cuvette correction on both the probes and realigned them. The cse ran precision testing, which was acceptable. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated from a new aliquot well on the same instrument and on an alternate dimension vista instrument, resulting higher both times. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.